Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging dizziness, blood in nose, nasal/throat irritation or soreness, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, blood in nose, nasal/throat irritation or soreness, headache an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was found on the inside of the top and bottom enclosures and inside the ui and rear panels. Liquid ingress was observed on the p4 power connector, addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box and addresses the issue of keratin. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust/dirt contamination in the airpath, likely from a source external to the device, was not able to confirm the complaint or address the symptoms specified. Section d5 (operator of device) was missed to capture in initial report and updated in this report.